Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that 2 bd phaseal optima connector (c35-o) experienced a loose connector or separation of the connector and injector during use. The following information was provided by the initial reporter: material no: 515070 batch no: unknown. Event description we are still having issues with the cstd becoming disconnected during 24 hour chemotherapy infusions. The most recent disconnection was with 2 occurrences.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd phaseal optima connector (c35-o) experienced a loose connector or separation of the connector and injector during use. The following information was provided by the initial reporter: material no: 515070, batch no: unknown. Event description we are still having issues with the cstd becoming disconnected during 24 hour chemotherapy infusions. The most recent disconnection was with 2 occurrences.